Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from a hole in the patient line. It was stated that the patient woke up with wetness on their nightgown and shoulder pain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.